Manufacturer narrative:
To date, the customer have not returned the device for evaluation. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported the camera control unit displayed error code e117. The issue occurred during maintenance. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information from customer and to correct d9, e2, and h6 (medical device problem code and component code). Updated fields: b3, b5, d10, h1,h6 (health effect impact code) and h11. This report is related to MFR 3002808148-2024-33909. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Olympus further received information that the issue occurred during laparoscopic cholecystectomy. The procedure was delayed for one (1) hour and sedation was prolonged for forty-five (45) minutes. The intended procedure was completed with a similar device. There were no reports of further patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was evaluated by olympus, and the reported error (code e117) was not reproduced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, there was no device defect observed. Therefore, the root cause of the event could not be determined. This supplemental report includes a correction to g2 to provide information that was inadvertently not included in the initial medwatch. An update has been made to d9 and h3. Also, information has been added to h4. Olympus will continue to monitor field performance for this device.